Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a permanent out of range signal. It was reported that the patient did not insert the sensor in an approved site according to the user's guide. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen). No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint transmitter was not returned to dexcom. The receiver (part number stk-pr-blu/serial number (B)(4)/lot number 5197956) was returned on 10/06/2016. The returned receiver was visually inspected and no defect was found. Pairing testing was performed and the test passed. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was downloaded and no errors were found relating to the complaint. A root cause could not be determined.